Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access free t3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining an elevated free triiodothyronine (access free t3) result for one patient on a unicel dxi 800 access immunoassay system (serial number (B)(4)) that was discordant to another methodology and the patient clinical file. The initial access free t3 results recovered above the normal reference range of the assay. The physician questioned this result. The customer reanalyzed the same patient's sample one (1) additional time utilizing a dialysis methodology and obtained a lower result that the customer stated was within the expected range. The access free t3 result was reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer indicated that qc (quality control) was recovering within expected ranges before and after the event. System maintenance was up to date and there were no error messages received during this event. System check information was not supplied. Information on the sample type was not supplied. The patient's sample was centrifuged for 20 minutes at an unknown speed at room temperature. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
Beckman coulter has determined through customer feedback and internal testing that the access free t3 reagent lots greater than or equal to 524087 manufactured after june2015 and reagent lots greater than or equal to 570090 manufactured after august2015, demonstrates an upward shift of 10-14% in the patient s results across the reference interval when compared to the results generated with reagent lots manufactured prior to the june 2015 production lots. This change is expected to be maintained for all future lots. Field safety notice - fsn #28096 and field action - fa#28096 were circulated to all affected customers worldwide via hard copy distribution starting from 09jun2016, through e-mail 10jun2016, and distribution started in (B)(4) on 17th june. Per field safety notice customers using affected access free t3 lots greater than or equal to 524087 and greater than or equal to 570090 are instructed to discontinue using these lots until the laboratory either: verifies that current in use access free t3 reference interval is appropriate; or adjusts or established a reference interval. Appropriate geographies national competent authorities have been informed of this field safety corrective action.